Event description:
The customer reported an elevated white blood cell count in the collected blood product. The disposable set is unavailable to return for evaluation. The donor information is not available at this time. Caridianbct is awaiting further information from the customer about this incident. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.